Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system failure on background test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Updated: b5: it was reported that the issues occurred as soon as the pump was powered on and not during feeding. One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed primary audible alarm bgnd test. A functional test was performed and the reported issue was not duplicated. As a result, no additional repairs were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.